Manufacturer narrative:
(B)(6). The actual device was not available; therefore a device analysis could not be performed on the actual sample. However, six (6) retention samples were evaluated at the plant. A visual inspection was performed with no issues noted for all retention samples. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock had blood leakage due to a crack during use. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.